Manufacturer narrative:
Investigation summary: it was reported the tip of the syringe is bent, causing a slight angle when the needle is assembled. To aid in the investigation, one sample in an opened packaging blister with an attached needle assembly was received for evaluation by our quality team. A visual inspection was performed and the luer lock area has a deformation that induces the needle assembly to not be on fully straight. No other defects or imperfections were observed. For the damaged part defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringe. A device history record review was completed for provided material number 309653, lot number 1056577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly line was performed, including the conveyors. Alignment of rails and conveyors was found acceptable. Product flow was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe the tip/luer of the syringe was cracked/damaged/deformed/bent. The following information was provided by the initial reporter. The customer stated: "the tip of the syringe is bent, causing a slight angle when the needle is assembled."